Event description:
N/a.

Manufacturer narrative:
Corrected fields: e1 (event site address line 2). A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. It was determined that the device gave a warning about catheter compression. Functional tests of the device were performed with a test catheter and trainer. It was operated at difference ECG values. There were no issues detected.

Event description:
It was reported during a routine check before use by the customer, the cardiosave intra-aortic balloon pump (iabp) does not inflate the balloon. No patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 telephone number: (B)(6). E1 event site name was shortened due to character limitations. The complete name is (B)(6).

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a